Event description:
It was reported that the unit alarms with a blank screen. The battery was removed and the unit was turned off. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a non-OEM battery identified, cracked right plunger case and battery door. Functional testing found blank screen with constant alarm at power up. Used test top case to download v1.6.4 software to the pump base, then reconnected customer's top case and uploaded software from base to head of the pump which fixed the reported problem. The root cause of the reported issue was found to be user interface - incomplete update process by customer. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 25-oct-2022 via email and attached to the complaint object: the date of event was provided and updated. Confirmed that this event occurred during set up for use and was never on a patient. There was no patient harm as the device was not used on a patient at the time of the event.